Manufacturer narrative:
Analysis of programming.

Event description:
During a review of the pt's programming history, it was noted that on (B)(6) 2005 the pt was interrogated at settings indicative of a faulted diagnostic test. The previous visit had been (B)(6) 2005, but not sys diagnostic data was available from that date. The settings were corrected at the visit on (B)(6) 2005.